Event description:
On (B)(6) 2012, this pt underwent aaa procedure to treat a descending thoracic aneurysm. The physician performed an "octopus procedure" using six aaa devices and thirteen gore viabahn endoprostheses. It was reported that the thoracic aneurysm extended distally to the base of the superior mesenteric artery and into the renal arteries. At the close of the procedure, there was patency in all arteries and limbs post operatively. The next day, the pt woke with paralysis and the right limb was ischemic. The physician reintervened, placed a spinal drain, and then performed a fem-fem bypass procedure. Profusion to the right limb was re-established and the pt tolerated the procedure. The pt's current state of paralysis is unchanged at this time.

Manufacturer narrative:
Review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Evaluated two images in jpeg format. However, the images provided did not allow for eval in relationship to the event. This event involved thirteen viabahn devices listed below: lot#10240863 MFR report # 2017233-2012-00598; lot#10240867 MFR report # 2017233-2012-00599; lot#10437839 MFR report # 2017233-2012-00600; lot#10393084 MFR report # 2017233-2012-00601; lot#9689702 MFR report # 2017233-2012-00602; lot#8498426 MFR report # 2017233-2012-00603; lot#10126946 MFR report # 2017233-2012-00604; lot#10240864 MFR report # 2017233-2012-00605; lot#10052759 MFR report # 2017233-2012-00606; lot#10075718 MFR report # 2017233-2012-00607; lot#10437835 MFR report # 2017233-2012-00608; lot#10102964 MFR report # 2017233-2012-00609; lot#10304891 MFR report # 2017233-2012-00610.